Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported from a clinical study database, that a (B)(6) year-old female who had an initial implanted left total left shoulder on (b)(5) 2010 has a history of multiple falls and osteoarthritis. The patient was seen by the clinic on (B)(6) 2016 and it was determined that she had aseptic glenoid and humeral loosening of her left shoulder components. The patient preferred to wait until a much later date to have a revision done. On (B)(6) 2017, the patient, now (B)(6), had her left shoulder components removed and a lavage of her left shoulder. According to the information received, "because of the risk of infection associated with bone fragility, it is decided not to perform the reimplantation of a prosthesis in a time." As part of her continuing treatment plan, on (B)(6) 2018, the (B)(6) year-old patient was operated on and received allografts and was implanted with unknown devices. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00824, 1038671-2016-00825, 1038671-2016-00826 and 1038671-2016-00827.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to aseptic glenoid loosening. The case report form indicates the event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) glenoid loosening.

Event description:
Revision due to aseptic glenoid loosening. The case report form indicates the event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.